Event description:
It was reported by the patient that the (B)(6) caused the implantable cardioverter defibrillator (ICD) to accelerate or shut off causing the patient¿s heart rate to jump from 82 to 180 beats within a few seconds and then received a shock from the device. The patient also reported being back to normal once the ambulance arrived and inquired if there were other devices that could interfere with the ICD. The device remains in use. Additional information was requested and not yet received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 lead, implanted (B)(6) 2011. (B)(4).